Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 2.80 x 19 mm graftmaster stent delivery system (sds) failed to cross the distal right coronary artery (rca) lesion to treat the perforation. Reportedly, the diameter of the available graftmaster stent was too big for the vessel diameter. Drug eluting stents were placed and long balloon inflations were performed to seal the perforation. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint handling database for the reported lot revealed no other incidents reported for failure to advance. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure as the case details state that the available graftmaster stent was too big for the vessel diameter. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.